Event description:
The customer reported that the external paddles were not working. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported that the external paddles were not working. There was no reported adverse pt impact. This complaint is still being investigated a follow-up report will be submitted upon completion of the investigation.